Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that during scheduled device change out procedure; upon device interrogation the chronic atrial lead exhibited low impedance and high capture thresholds. A new lead could not be implanted due to patient anatomy, the physician opted to keep the chronic lead implanted and continue to monitor the patient. The patient was asymptomatic prior, intra and post procedure.